Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was explanted due to infection. It was noted that the patient was admitted with septic shock, found to have bacteremia, (B)(6) and vegetation. There were no additional adverse effects reported. The product was explanted.